Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient lost consciousness due to hypoglycemia and required medical assistance on (B)(6) 2025. The patient's blood glucose (bg) levels dropped to 55 mg/dl while wearing the pod longer than 48 hours on the arm. The patient's mother reported that they were in physical education (pe) class but had left their controller in their locker and was unable to see their bg levels. They then became dizzy and lost consciousness. The emergency medical services (ems) were called, and the patient regained consciousness and was given juice by the ems.